Event description:
It was reported by a customer from the USA that, the 840 ventilator became inoperative. Patient involvement cannot be confirmed. There is no report of patient injury or death associated with the reported issue.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba), which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4)